Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for an evaluation. A review of the device history record indicates the device met all inspection and test criteria prior to release. During functional testing, the device was found to be non-hermetic, leaking at a rate of more than 1.0 l/min. The most likely root cause was determined to be excessive pulling/twisting on the tubing during use. The instructions for use (IFU) states: "avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff." "It is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the device leaked during the procedure. There was no patient injury, medical intervention, and extended procedure time reported was minimal.